Event description:
It was reported that the right ventricular (rv) lead had increased impedance and the threshold was increased. The lead remains in use. No patient complications were noted as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had increased impedance and the threshold was increased. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 15:00:14. Weekly pace lead impedance trend data shows an increase for min and max ventricular pace bi impedance = 684 to 1121 ohms peak between (B)(4) 2012.